Manufacturer narrative:
The reagent lot number is 931854. The expiration date was not provided. The field service representative found that the vacuum reservoir hose was contaminated and blocked. He cleaned the tubing, replaced the reaction cells and the incubator water, and performed a cell blank measurement. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 5.6 mmol/l, and the repeated result was 9.1 mmol/l.